Event description:
It was reported via repair work order that the patient right release handle shroud was broken with sharp edges accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the scale was inaccurate due to an issue with the angle sensor. The scale was recalibrated, verified that it was functioning within specification and was returned to the customer.

Event description:
It was reported via repair work order that the patient right release handle shroud was broken with sharp edges accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.